Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of the first prostyle device were successfully pre-placed. When an attempt was made with a second prostyle device, a cuff miss [suture retrieval issue] was noticed. The sutures of another prostyle device were successfully pre-placed. The sheath was upsized to a large bore sheath and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.